Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service manager that the maximum pressure relief valve of an rd900aeu neopuff infant resuscitator was very noisy and sounded like it was vibrating badly. It was also reported that only 64 cmh2o (maximum) was obtained at 10lpm flow rate. These were observed by a hospital staff during maintenance checks of the complaint neopuff unit.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator, excluding the manometer, was returned to fph in (B)(4) for inspection. A test manometer was inserted into the complaint valve system. It was visually inspected and performance tested based on the neopuff technical manual. Results: the reported noisy valve assembly was not replicated during inspection. Further testing revealed that the pressure rise was inconsistent when the peak inspiratory pressure (pip) valve adjustment knob was rotated. A lot check revealed no other complaints of this nature for lot number 111208. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The incorrect pressure reported by the customer was due to faulty valve assembly; however, we were unable to determine how the valve assembly was damaged. All valve assemblies of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service manager that the maximum pressure relief valve of an rd900aeu neopuff infant resuscitator was very noisy and sounded like it was vibrating badly. It was also reported that only 64 cmh2o (maximum) was obtained at 10lpm flow rate. These were observed by a hospital staff during maintenance checks of the complaint neopuff unit.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.